Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. C06461) for female sterilisation. The patient had a medical history of endometrial ablation (novasure) in 2021, uterine polyp in 2020, nabothian cyst in 2018 and adenomyosis, weight loss, migraine, headache, anxiety, iron deficiency anemia, menometrorrhagia (thought due to the menometrorrhagia), acid reflux (oesophageal), abstains from alcohol, nonsmoker, d & c, augmentation mammoplasty, migraine headache, parity 3 and multi gravida (3). No illicit drugs used. As concurrent condition the report mentioned uterine anteflexion. The only concomitant product mentioned was iud nos (intrauterine contraceptive device) for menometrorrhagia. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criteria hospitalisation and intervention required). The patient was hospitalised from (B)(6) 2021 to (B)(6) 2021. The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: date: (B)(6) 2021. Pre and post operative diagnosis: dysfunctional bleeding, menometrorrhagia, unresponsive to previous medical and surgical intervention. Failed novasure endometrial ablation. Desires definitive surgical management procedure performed: total vaginal hysterectomy, bilateral salpingectomy, and removal of iud. Finding: globular diffuse uterus. 14 week size. Iud removed out and intact. Normal tubes and ovaries bilaterally with evidence of essure device in the previous tubal ostia. Normal ovaries bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2021: uterus is midline with good descent. Anus and perineum are normal. The patient currently has a liletta iud in place in an attempt to control the bleeding, but has been unsuccessful. [Hysteroscopy] on (B)(6) 2016: procedure: essure hysteroscopic bilateral tubal occlusion finding: midline globular uterus with diffuse endometrium, bilateral ostia visualized. Successful essure placement on both the right and left ostia with 2 to 3 coils visualized post placement. Procedure: the left ostia was threaded with essure device appropriately and easily being passed. The device was placed successfully with 3 coils visualized outside of the os opening. Same thing was done on the patient's right ostia. The ostia was identified easily and essure device was then placed via product specification. The coils still were in excellent position. 2 to 3 coils were also visualized upon completion and placement on the left side. Upon completion of this, both areas were assessed. Device was removed. There were no complications of procedure noted.; on (B)(6) 2020: specimen: endometrial curetting¿s and polyp findings: midline globular uterus, anteverted. Bilateral ostia visualized. No evidence of perforation pre or post procedurally with copious amount of polyps sent to pathology with results pending. [Pathology test] on (B)(6) 2021: diagnosis : right fallopian tube: segment of benign fallopian tube, including fimbriated end. Complete transected lumen identified in cross section. Left fallopian tube: segment of benign fallopian tube, including fimbriated end. Complete transected lumen identified in cross section. Uterus and cervix: uterus (152 grams), with myometrium with adenomyosis secretory endometrium with focal decidual change (see comment). Cervix with focal mild chronic cervicitis. Metal springs associated with fallopian tube stumps, consistent with contraceptive device insertion. Intrauterine device: consistent with intrauterine device comment: the decidual change most likely reflects an effect of the intra-uterine device. Clinical information: dysfunctional uterine bleeding specimen source : right fallopian tube. Left fallopian tube. Uterus and cervix. Iud gross description: each fallopian tube stump contains a spring. Metal springs are somewhat distorted but estimated to measure 2.1 cm in length x 0.1 cm in diameter each. "Intrauterine device". The specimen consists of a t-shaped plastic portion of medical hardware consistent with an iud. The t measures 2.1 cm in height x 3.1 cm across. A blue suture is adherent to the base of the t. [Ultrasound scan] on (B)(6) 2018: via abdomen and vagina: clinical indication: pelvic pain impression: mildly heterogeneous uterine echotexture without discrete mass identified. Small nabothian cysts in the cervix. Trace nonspecific pelvic fluid batch no c06461 production date~2013-12-13 expiration date 2016-12-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-dec-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. C06461) for female sterilisation. The patient had a medical history of endometrial ablation (novasure) in 2021, uterine polyp in 2020, nabothian cyst in 2018 and adenomyosis, weight loss, migraine, headache, anxiety, iron deficiency anemia, menometrorrhagia (thought due to the menometrorrhagia), acid reflux (oesophageal), abstains from alcohol, nonsmoker, d & c, augmentation mammoplasty, migraine headache, parity 3 and multi gravida (3). No illicit drugs used. As concurrent condition the report mentioned uterine anteflexion. The only concomitant product mentioned was iud nos (intrauterine contraceptive device) for menometrorrhagia. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criteria hospitalisation and intervention required). The patient was hospitalised from (B)(6) 2021 to (B)(6) 2021. The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: date: (B)(6) 2021. Pre and post operative diagnosis: dysfunctional bleeding, menometrorrhagia, unresponsive to previous medical and surgical intervention. Failed novasure endometrial ablation. Desires definitive surgical management procedure performed: total vaginal hysterectomy, bilateral salpingectomy, and removal of iud. Finding: globular diffuse uterus. 14 week size. Iud removed out and intact. Normal tubes and ovaries bilaterally with evidence of essure device in the previous tubal ostia. Normal ovaries bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2021: uterus is midline with good descent. Anus and perineum are normal. The patient currently has a liletta iud in place in an attempt to control the bleeding, but has been unsuccessful. [Hysteroscopy] on (B)(6) 2016: procedure: essure hysteroscopic bilateral tubal occlusion finding: midline globular uterus with diffuse endometrium, bilateral ostia visualized. Successful essure placement on both the right and left ostia with 2 to 3 coils visualized post placement. Procedure: the left ostia was threaded with essure device appropriately and easily being passed. The device was placed successfully with 3 coils visualized outside of the os opening. Same thing was done on the patient's right ostia. The ostia was identified easily and essure device was then placed via product specification. The coils still were in excellent position. 2 to 3 coils were also visualized upon completion and placement on the left side. Upon completion of this, both areas were assessed. Device was removed. There were no complications of procedure noted. On (B)(6) 2020: specimen: endometrial curetting¿s and polyp findings: midline globular uterus, anteverted. Bilateral ostia visualized. No evidence of perforation pre or post procedurally with copious amount of polyps sent to pathology with results pending. [Pathology test] on (B)(6) 2021: diagnosis: right fallopian tube: segment of benign fallopian tube, including fimbriated end. Complete transected lumen identified in cross section. Left fallopian tube: segment of benign fallopian tube, including fimbriated end. Complete transected lumen identified in cross section. Uterus and cervix: uterus (152 grams), with myometrium with adenomyosis secretory endometrium with focal decidual change (see comment). Cervix with focal mild chronic cervicitis. Metal springs associated with fallopian tube stumps, consistent with contraceptive device insertion. Intrauterine device: consistent with intrauterine device comment: the decidual change most likely reflects an effect of the intra-uterine device. Clinical information: dysfunctional uterine bleeding specimen source: right fallopian tube. Left fallopian tube. Uterus and cervix. Iud gross description: each fallopian tube stump contains a spring. Metal springs are somewhat distorted but estimated to measure 2.1 cm in length x 0.1 cm in diameter each. "Intrauterine device". The specimen consists of a t-shaped plastic portion of medical hardware consistent with an iud. The t measures 2.1 cm in height x 3.1 cm across. A blue suture is adherent to the base of the t. [Ultrasound scan] on (B)(6) 2018: via abdomen and vagina: clinical indication: pelvic pain impression: mildly heterogeneous uterine echotexture without discrete mass identified. Small nabothian cysts in the cervix. Trace nonspecific pelvic fluid a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.